Manufacturer narrative:
Subject probe was received by ohmeda on 6/30/1998 and failure investigation was conducted. Ohmeda hatfield was contacted for more info. Problem was that pt temperature display was fluctuating by +/- 1 degree centigrade. No alarms were generated because "alarm parameters were set beyond fluctuation amount". Customer replaced thermistor probe and temperature display stabilized. No alarms were activated after defective probe had been replaced. There was no injury to pt. Ohmeda also said that pt was never removed from unit. They indicated that customer felt there was no problem with unit, so unit was never checked for calibration. Thermistor probe was requested for analysis. Thermistor probe was returned and examined in lab. Testing indicated that there was no problem with thermistor probe. Fluctuating temperature display could not be recreated. Fluctuating temperature display was most likely due to improperly securing thermistor probe to pt. When pt temperature display, as recorded by thermistor probe, was within 1 degree centigrade of control temperature, no alarms were activated. However, when pt temperature display differed from control temperature by greater tha 1 degree centigrade, pt temperature alarm was activated. No alarms were generated when temperature display was fluctuating by +/- degree centigrade because unit is designed to alarm when difference between pt temperature and control temperature is greater than 1 degree centigrade. Another indication that thermistor probe was performing properly (recording proper pt temperature) is fact that when returned probe was removed and new thermistor probe was immediately installed, no pt temperature alarms were activated. If pt had been overheated because original thermistor probe was not functioning properly, replacement thermistor probe would have recorded high pt temperature. High pt temperature would have activated pt temperature alarm, thus alerting user to situation. Since no such alarm sounded, it can be concluded that original thermistor probe was accurately recording pt temperature and that pt was not overheated. Based on customer feedback through ohmeda and info above, this complaint will be closed.

Event description:
It was reported that while an infant was being treated in subject device which was being operated in servo mode, the pt's skin was observed to be "very red and looked overheated." The pt temperature display allegedly fluctuated +/- 1 degree c, & no alarms were activated. When the thermistor probe that was being used was replaced by a new probe, the temperature stablized. The pt did not sustain any injury & treatment was continued in the warmer. The subject device was never taken out of service & the customer stated there appeared to be no problem with the unit. Although there was no report of serious injury & the info provided does not confirm that there was a product malfunction, ohmeda is reporting this event in the spirit of caution.